Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer also reported that the insulin pump alarmed battery out limit, which was cleared. During troubleshooting, as the customer was rewinding the insulin pump, the device alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface circuit board. The functional testing could not be performed due to the blank display. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and a broken off end cap.